Event description:
It was reported that during advancement of the filter through the deployment sheath, the physician encountered some resistance and the filter legs were caught at the distal end of the deployment sheath. Upon deployment, the filter legs didn't open and the filter immediately migrated into the pulmonary artery. There were no attempts to retrieve the filter and it was left in the pulmonary artery. Another ivc filter was successfully deployed. The patient was reported to be asymptomatic and stable.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. However, case images were received and reviewed. Most images are of the vena cava. Some of these images show the cava with contrast coming from the g2 femoral sheath. One image shows the g2 filter in the chest with all limbs twisted. Another image appears to show the second g2 filter deployed in the cava. The filter appears to be deployed mid l2. Based on the images received, it cannot be confirmed if the first filter is located in the pulmonary artery. The complaint is confirmed for iatrogenic cephalad migration. The current IFU (information for use) states: warnings: movement, migration of tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in icvs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens.